Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer was guided by tandem technical support to perform various troubleshooting steps, including disconnecting tubing and delivering boluses, to resolve the occlusion issue. However, occlusions continued and the customer reverted to an alternate method of insulin therapy.